Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was kinked during insertion. A new kit was used. No patient harm was reported.

Event description:
It was reported the spring wire guide was kinked during insertion. A new kit was used. No patient harm was reported. The condition of the patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened kit with one swg for evaluation. The guide wire was advanced through and stuck in the straighter tube. It was removed and signs of use in the form of biomaterial were observed. There was one kink towards the distal j-bend where the guide wire was protruding out of the straightener tube. The distal j-bend had some offset coils but was not misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink measured 321mm from the proximal tip of the guide wire. The offset coils measured 442mm from the proximal tip of the guide wire. The guide wire length measured 452mm , which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.845mm , which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle assembly and there was slight resistance at the site of kinking, but overall, the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "insert desired tip of spring-wire guide through the introducer needle or catheter into vein. If the "j" tip is used, prepare for insertion by sliding the plastic tube over the "j" to straighten. Advance the spring-wire guide in the routine fashion to the desired depth." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink on the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.